Event description:
It is reported that the patient was revised due to the center post screw backing out and the knee not functioning.

Manufacturer narrative:
This report will be amended when our investigation is complete.